Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and power on reset parameters were observed. On (B)(6)2010, the device recorded a write to locked ram power on reset.

Event description:
It was reported that there was an electrical reset on the ICD post radiation therapy. The device is still in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced at the time of a competitor lead replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. It was also noted that a ram chip memory error had occurred. Performance data collected from the device was analyzed, and power on reset parameters were observed. On (B)(6) 2010, the device recorded a write to locked ram power on reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): performance data collected from the device was analyzed, and power on reset parameters were observed. On (B)(4) 2010, the device recorded a write to locked ram power on reset.

Event description:
It was reported that there was an electrical reset on the ICD post radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.